Event description:
The physician phoned to report that the pt presented with the device in reset. Caused by a device parity error. The physician was able to reprogram the device but it kept resetting. The ICD was explanted.